Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of ventricular tachycardia (vt) episodes was requested. A boston scientific technical services consultant identified functional undersensing with successful therapy delivery and conversion. The shock electrograms were noted to be very irregular, possibly suggesting an ongoing left ventricular (lv) arrhythmia. Sense markers on the lv channel were evident with corresponding small signals on the right ventricular channel which fell below the automatic gain control (acg) sensing floor, resulting in non detection. The physician expressed concerned that the septal position of the lv lead could be contributing to the frequency of the arrhythmia. The consultant confirmed the device was sensing appropriately, as designed and per programmed outputs. A subsequent vt episode occurred, and anti-tachycardia pacing (atp) accelerated the rhythm into the ventricular fibrillation (vf) zone. The rhythm was converted after delivery of the first shock. It was also reported that there had been an alert for right ventricular automatic threshold greater than programmed amplitude or suspended. All reported clinical observations were documented and discussed. No adverse patient effects were reported.

Event description:
It was reported that review of ventricular tachycardia (vt) episodes was requested. A boston scientific technical services consultant identified functional undersensing with successful therapy delivery and conversion. The shock electrograms were noted to be very irregular, possibly suggesting an ongoing left ventricular (lv) arrhythmia. Sense markers on the lv channel were evident with corresponding small signals on the right ventricular channel which fell below the automatic gain control (acg) sensing floor, resulting in non-detection. The physician expressed concerned that the septal position of the lv lead could be contributing to the frequency of the arrhythmia. The consultant confirmed the device was sensing appropriately, as designed and per programmed outputs. A subsequent vt episode occurred, and anti-tachycardia pacing (atp) accelerated the rhythm into the ventricular fibrillation (vf) zone. The rhythm was converted after delivery of the first shock. It was also reported that there had been an alert for right ventricular automatic threshold greater than programmed amplitude or suspended. All reported clinical observations were documented and discussed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of ventricular tachycardia (vt) episodes was requested. A boston scientific technical services consultant identified functional undersensing with successful therapy delivery and conversion. The shock electrograms were noted to be very irregular, possibly suggesting an ongoing left ventricular (lv) arrhythmia. Sense markers on the lv channel were evident with corresponding small signals on the right ventricular channel which fell below the automatic gain control (acg) sensing floor, resulting in non-detection. The physician expressed concerned that the septal position of the lv lead could be contributing to the frequency of the arrhythmia. The consultant confirmed the device was sensing appropriately, as designed and per programmed outputs. A subsequent vt episode occurred, and anti-tachycardia pacing (atp) accelerated the rhythm into the ventricular fibrillation (vf) zone. The rhythm was converted after delivery of the first shock. It was also reported that there had been an alert for right ventricular automatic threshold greater than programmed amplitude or suspended. All reported clinical observations were documented and discussed. No adverse patient effects were reported. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) in 2 separate episodes due to a dual arrhythmia. The atp terminated the ventricular rhythm, however, the atrial arrhythmia remained in progress. In the most recent therapy episode, atrial undersensing was observed post atp due to every second atrial beat falling into the programmed blanking period., resulting in 2:1 tracking of atrial flutter. Technical services (ts) recommended further review. No further assistance was requested. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of ventricular tachycardia (vt) episodes was requested. A boston scientific technical services consultant identified functional undersensing with successful therapy delivery and conversion. The shock electrograms were noted to be very irregular, possibly suggesting an ongoing left ventricular (lv) arrhythmia. Sense markers on the lv channel were evident with corresponding small signals on the right ventricular channel which fell below the automatic gain control (acg) sensing floor, resulting in non-detection. The physician expressed concerned that the septal position of the lv lead could be contributing to the frequency of the arrhythmia. The consultant confirmed the device was sensing appropriately, as designed and per programmed outputs. A subsequent vt episode occurred, and anti-tachycardia pacing (atp) accelerated the rhythm into the ventricular fibrillation (vf) zone. The rhythm was converted after delivery of the first shock. It was also reported that there had been an alert for right ventricular automatic threshold greater than programmed amplitude or suspended. All reported clinical observations were documented and discussed. No adverse patient effects were reported. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) in 2 separate episodes due to a dual arrhythmia. The atp terminated the ventricular rhythm, however, the atrial arrhythmia remained in progress. In the most recent therapy episode, atrial undersensing was observed post atp due to every second atrial beat falling into the programmed blanking period., resulting in 2:1 tracking of atrial flutter. Technical services (ts) recommended further review. No further assistance was requested. No adverse patient effects were reported. This device remains in service. It was reported that atrial tachycardia response (atr) events were recorded on two separate days. Review of the data identified oversensing of noise on the atrial channel. The noise was visible on the ventricular channel; however, it was not sensed. Noise is probably due to an external source. Further assessment was recommended. The system remains implanted. No adverse patient effects were reported.